Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
During a further follow-up visit, interrogation revealed high out of range impedance measurements. A lead fracture was suspected. In addition, an x-ray revealed a bend in the lead as the patient with this lead has an intrinsic heart rate, no adverse patient symptoms were noted. A revision procedure was performed. This lead was surgically abandoned and replaced.

Event description:
During a further follow-up visit, interrogation revealed high out of range impedance measurements. A lead fracture was suspected. In addition, an x-ray revealed a bend in the lead as the patient with this lead has an intrinsic heart rate, no adverse patient symptoms were noted. A revision procedure was performed. This lead was surgically abandoned and replaced.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead with non-boston scientific device displayed increased impedance and threshold measurements. In addition, a review of the device memory revealed oversensing. No loss of therapy was observed. An x-ray revealed no abnormalities. A revision procedure was performed. The device was removed from the patient this lead could be removed without loosening the setscrew. It was thought this lead had not been completed inserted into the device header and was the reason for the reported clinical observations. As measurements obtained with the pacing system analyzer were acceptable, a decision was made to replace the device. The device was replaced and this lead was connected to the replacement device. Normal measurements were obtained. The patient with this lead has an intrinsic heart rate and is not pacemaker dependent. No adverse patient symptoms were reported.